Event description:
It was reported that the temperature started drifting up overtime and was reporting high in the temperature sensing foley catheter. The affected lots were (lot: ngfp1493, lot: ngfs0606, lot: ngfs0588).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. A 3 way, all silicone, temp sensing, foley catheter was returned without packaging. Catheter was tested. The resistance taken at each temperature does not meet specification. Thermistor temperature coefficients (a,b, and c) are listed in the thermistor raw material specification. Calculated temperature does not meet specification. Unable to determine for what purpose the product was used based on the reported event. The product is designed to be used for both diagnostic and treatment purposes. As the cause of the erratic display is unknown, the reported event will be confirmed cause unknown. Potential root causes for this failure mode could be, ¿long shaft / short thermistor¿, "damaged thermistor", and "catheters are excessive pulled in cleaning. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." The actual/suspected device was inspected.

Event description:
It was reported that the temperature started drifting up overtime and was reporting high in the temperature sensing foley catheter. The affected lots were (lot: ngfp1493, lot: ngfs0606, lot: ngfs0588).